Event description:
It was reported that the patient presented for an inpatient check. During interrogation, it was noted that the right ventricular lead exhibited low pacing impedance and noise over-sensing resulting in episodes of noise reversion and high ventricular rate. Isometrics and pocket manipulation were unable to reproduce noise. Programming changes were made, and the lead will be monitored. The patient was in stable condition.